Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to the implantable cardioverter defibrillator exhibiting post paced t wave oversensing. Programming changes were made as recommended and no additional episodes of oversensing were observed. It was noted that the patient was undergoing chemotherapy and dialysis for cancer treatment. The patient did not experience adverse events as a result of the oversensing. The patient's condition was stable.